Event description:
It was reported during a low cholecystectomy procedure, the clips did not close when the device was fired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.